Manufacturer narrative:
The reported events were helix mechanism issue, insulation twist and unacceptable threshold was not confirmed. As received, a complete lead was with helix found extended and clogged with blood/tissue. The reported events of helix mechanism and insulation twist were confirmed. Visual inspection found the outer lead insulation was twisted at the distal region consistent with procedural damage. After cleaning the distal end, the helix was able to retract and extend by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The cause of the reported events of helix mechanism issue was isolated to the helix being clogged with blood/tissue and insulation twist consistent with procedural damage. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold. During an attempt to reposition the lead, the helix of the rv lead had failed to retract, and the lead insulation was found twisted. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.